Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Shortly after implantation the patient began experiencing difficulty breathing, pain throughout her entire body, and brain fog. The patient was diagnosed with fibromyalgia. Additionally, the patient noted multiple infections. As a result, bilateral explantation is planned for (B)(6) 2018. (See 1645337-2018-05676 for contralateral prosthesis report)

Manufacturer narrative:
On 10/10/2018, mentor received additional information about the event. It was initially reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2018. New information received states that the scheduled explantation date is now (B)(6) 2019. (B)(4).

Manufacturer narrative:
On 12/12/2019, mentor received additional information about the event. The patient reported additional unexplained systemic symptoms that she attributes to her breast implants. These symptoms include fibromyalgia, arthritis, psoriasis, rashes, hot sweats, inability to get fever, carpal tunnel syndrome, eye problems blurry vision, sinus issues, allergic to gluten, high wbcs, vertigo, tmj, tooth problems, fatty tumors, rash behind ears, pain in fingers elbows shoulders knees hips feet, feet swelling, leaky gut, anxiety, depression, back pain, thinning hair, thin nails, swollen fingers and feet, weight gain, trouble breathing 1 improved, shooting pains, severe fatigue, brain fog, skin poor, utis and yeast infections, neck pain and reduced mobility, strained adrenals, dizziness and weakness, feeling like she¿s going to faint, sensitivity to light sound smells, emotionally distant, eyes red and swollen and itchy, ears ringing, headaches, intolerance to heat and cold, always hot or cold, always feel like she¿s going to pass out in the shower, feet and fingers feel swollen, dry eyes, yellow eyes, pins and hot needles pain in face, cramps in legs at night, feels disconnected from people, unemotional, numbness in shoulder, itching, exploding brain syndrome, no motivation, no energy, fluid filled area on back right shoulder blade, and right shoulder and neck pain. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).